Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe with bd safetyglide¿ safety needle there was an issue with safety failure and dirty needle stick injury. There was no report of medical intervention.

Manufacturer narrative:
Two hundred and eighty (280) sealed safety glide packaged syringes were received and confirmed to be from batch #7268740 (p/n 305904). The samples were visually evaluated. No defects were found. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in samples received.

Event description:
It was reported with the use of the bd luer-lok syringe with bd safetyglide safety needle there was an issue with safety failure and dirty needle stick injury. There was no report of medical intervention.

Manufacturer narrative:
Two hundred and eighty (280) sealed safety glide packaged syringes were received and confirmed to be from batch #7268740 (p/n 305904). The samples were visually evaluated. No defects were found. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in samples received.

Event description:
It was reported with the use of the bd luer-lok syringe with bd safetyglide safety needle there was an issue with safety failure and dirty needle stick injury. There was no report of medical intervention.